Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, seal was trapped inside the loading device when they tried to pull out the delivery device after seeing the heartstring iii seal was properly rolled and loaded into the delivery device. They used another new heartstring iii proximal seal system to proceed with the procedure. There was procedural delay due to faulty heartstring. There was no harm to the patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/08/2023. A video was provided by the account. Steps 1-3 are not shown in the video. The physician is observed to perform step 4 by pulling the delivery device out from the loading device. The seal and tension spring assembly is observed to remain in the loading device and the delivery tube was observed to be unloaded. An investigation was conducted on 11/09/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The aortic cutter was observed to be intact with no visual defects. The delivery device was returned placed back in the loading device. The blue slide lock was on and the white plunger was not depressed. The seal and tension spring assembly were observed to be folded and off-center in the window of the loading device and were removed with no physical difficulties. No cracks or delamination were observed on the seal. Upon removal from the loading device, the seal was observed to be separated from the tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.217 inches. The length of the delivery tube was measured at 2.50 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the video evaluation, returned condition of the device, and investigation results, the reported failure "fitting problem" was confirmed. The lot # 3000330169 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.